Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he met with a manufacturer¿s representative (rep) on 2019-05-29 because he had fallen really hard and the rep was going to ¿reset the frequencies on the battery¿ because there was a code that was coming up on the controller. The patient reported that after the fall he had been noticing that he had more pain in his leg when he slept at night and after a few days he went to turn stimulation up and that¿s when he got the error message/code on the controller that was saying that stimulation couldn't be increased. The patient reported that the code wasn't resolved because he realized that he had lost his controller. The patient didn't allege the ins caused him to fall, but thought the fall was the cause of the controller. No further complications were reported.